Manufacturer narrative:
Customer reported that repeat testing with this lot was satisfactory. Qc performed by customer was satisfactory. A complaint review was performed for this lot. There were no similar complaints for false positive results in the anti-b column. (B)(4).

Event description:
Customer reported a group a patient typed as group ab in the forward type. The reverse group was group a. Customer reported that a 4+ reaction was observed with the anti-a column and a 1+ reaction with the anti-b. Customer repeated testing and satisfactory results were observed. Customer inspected all cards from this lot and there were no issues with the cards.